Manufacturer narrative:
H.6. Investigation: a complaint of false positive was reported against bactec fx top instrument (material number: 441385, serial number: (B)(6)). Contact was made with the user, temperature and operation of the instrument were verified, stations do not present problems again. The complaint is not confirmed and the root cause is unknown. No new risks or hazards were identified and no corrective actions were required. Bd quality will continue to monitor trends. H3 other text : see h.10.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from spanish to english: false positives.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from spanish to english: false positives.